Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. This 1.5mm x 20mm x 143cm coyote es mr balloon catheter was inflated and ruptured upon the 1st inflation at 10atm. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with tip damage. Positive pressure was applied with an inflation device filled with water,and a stream of water emitted from a pinhole aligned with the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. This 1.5 mm x 20 mm x 143 cm coyote es mr balloon catheter was inflated and ruptured upon the 1st inflation at 10 atm. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.